Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the device had reached eol and was in storage mode. The titanium case was opened and an inspection of the internal components revealed no irregularities. A longevity calculation, performed using the implant parameters, determined that the battery had depleted earlier than expected. The device had reached middle of life 1 (mol1) battery status, then nine days later reverted to storage mode due to a high current drain that depleted the battery. Additional testing was performed in effort to isolate the cause of the high current drain and premature depletion. The current drain was measured to determine if excessive demands on the battery caused it to deplete; all measurements were within the expected range during laboratory testing. The battery was then replaced with an external power supply, subsequent to which the device passed all tests and operated normally. Again, normal current drains were observed. In summary, the cause of early eol was isolated to a depleted battery. However, despite exhaustive laboratory analysis, the condition that led to the early battery depletion could not be reproduced.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated.